Manufacturer narrative:
Evaluation summary: the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there were problems with the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.